Manufacturer narrative:
(B)(4).

Event description:
It was reported that this pacemaker device was explanted due to erosion, sepsis and infection one month after implant. A new device system was successfully implanted, and antibiotics administered. No additional adverse patient effects were reported.